Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the jet socket cylinder stuck accessory/object. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the jet socket cylinder . In addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable cut, the electrical pin connector dirty, the lg air/water socket cylinder dirty, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.